Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the patient had the artificial urinary sphincter removed as a result of decubitus ulcer and urethrocutaneous fistula. The patient underwent a native cystectomy with conversion to a formal indiana pouch. Following the procedure the patient was continent and using his original stoma. A modification to augmentation cystoplasty with catheterizable stoma for neurogenic patients technique and long-term results. Rose khavari, sophie g. F1etcher, joceline liu, and timothy b. Boone.